Event description:
Patient with a history of traumatic brain injuryand hearing loss status post his trauma. He had minor benefit after cochlear implantation and the implant was found to have defective electrodes.